Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. During a routine device changeout procedure, the lead was observed to have fractured. The lead was surgically abandoned and another manufacturer's ra lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.